Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had an isolate incident where his blood glucose was up in the 400's mg/dl after his last appointment with a health care professional. Customer was unsure why and thinks maybe it was because of taking it too soon after eating. Customer stated that he will call back soon when he isn't driving.